Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock. The heart medication was changed and the device was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient status was unknown.